Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) auto endo5 ml for investigation. The returned sample was a representative sample in its original packaging. The actual sample was not returned. It was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. Two clips were applied to over-stressed surgical tubing and were able to properly close. The remaining clips were all fired with no issues. The representative sample was received with all 15 clips remaining in the channel. No defects were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the other remarks: ligating clip." A corrective action is not required at this time as there was only a representative sample that was returned and there were no functional issues found with the device. The reported complaint of "clips would not load/fire during use" could not be confirmed since the actual sample was not returned. A representative sample was returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. The device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. No further action will be taken.

Event description:
Clips would not load or fire. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600166 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Clips would not load or fire. The patient's condition was reported as fine.